Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). The customer did not know if the event was related to pump or supplies. While hospitalized, the customer was treated with intravenous insulin drip and released on (B)(6) 2015. The customer has been working with a healthcare provider to help address this issue.